Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the physician "could not snake the third wire down to accommodate for the new pacemaker". The implantable pulse generator (ipg), right atrial (ra) and right ventricular (rv) leads exhibited occlusion. The ipg, ra and rv leads were inactivated and replaced. No patient complications have been reported as a result of this event.